Event description:
The physician intended to use a 2.5 x 30 mm sprinter legend rapid exchange (rx) balloon dilatation catheter to treat a patient. It was reported that the balloon ruptured at 14 atm's following delivery through a previously deployed stent in the rca. The device was replaced with an other brand balloon. No clinical sequelae were reported. Evaluation summary: the device was returned for evaluation. The distal tip was flared. The guidewire entry port was partially ripped. The distal shaft was kinked 12.8cm proximal to the balloon bond. Negative purge was performed and confirmed the presence of a leak in the device. When an attempt was made to inflate the device, the device would not hold pressure. A short longitudinal tear was located on the body of the balloon between the inner shaft markers.

Event description:
The sprinter legend balloon burst occurred on the first inflation. The balloon was rapidly inflated for approximately 4 seconds when the burst occurred. The device had been inspected prior to use with no abnormalities noted.

Manufacturer narrative:
Evaluation, results: (root cause of balloon burst cannot be determined based on information received). Conclusions: operational context contributed to the event (root cause of balloon burst cannot be determined based on information received). (B)(4).